Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the u.s., but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the u.s. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a repair procedure using the hickman/leonard/broviac repair kit. Post the procedure on (B)(6) 2026, it was noted that the repaired leg had become loose. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a repair procedure using the hickman leonard broviac repair kit. Post the procedure on (B)(6) 2026, it was noted that the repaired leg had become loose. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single lumen, white, 6.6f are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed 6.6f broviac cv catheter repair lot kit within its original packaging was returned for sample evaluation. Visual evaluations were performed. The complaint samples noted to be clean. The s/l catheter was removed for further evaluation. The metal stent did not move from place when an attempt to pull was performed. Therefore, the investigation is inconclusive for the reported catheter leg loosening issue as original sample was not returned and no loosening issue were noted in the received lot sample. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, g3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.